Event description:
The patient was undergoing a thrombectomy procedure using ruby coils and the ruby coil detachment handle. During the procedure, the ruby coils were positioned but would not deploy with the detachment handle. Another detachment handle was used with no success. The physician attempted to manually detach the coil by pulling the "pull" wire with no success. The two ruby coils were removed and a different size was used to successfully complete the case. There was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00207, 00208 and 00210. Device was disposed of by the hospital.